Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# b0955692k, implanted: concomitant medical products:2009, explanted: (B)(6) 2018, product type: lead; product ID: 7489-10, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient underwent a routine battery replacement as the ins was ¿low.¿ the patient¿s symptoms had returned. The patient was operating on high frequency due to cardiac pacemaker. The healthcare provider was advised that there may be a problem with lead integrity at extension connector block- lead interface as we know sometimes the silicon casing comes away from the proximal end of lead rendering it potentially damaged and ineffective. The healthcare provider declined to use a pocket adaptor. When the lead was disconnected from he connector block it was noticed that the lead was bent. It was also noted that an impedance test revealed >4000 ohms on all settings despite surgeon removing lead, cleaning and replacing several times. The lead ¿fell apart¿ in the healthcare provider¿s hands. The surgeon elected to remove entire system and to replace system at a later date. The surgeon did not want to proceed with lead implant then due to other medical factors. No other factors were anticipated.

Manufacturer narrative:
Analysis of the lead found that conductors #1 and #2 are broken at the connector weld site due to overstress/damage. Conductor #3 is broken between conductor sleeve #2 and conductor sleeve #0 due to overstress/damage.} conductor wires were broken due to overstress/damage. This was consistent with explant damage. Due to the condition of the returned lead, only a careful microscopic examination was performed. During visual analysis of the lead, it was noted part(s) {#1 connector sleeve not returned.} of the proximal end were not returned. Analysis observed the proximal end of the lead was stretched. Analysis identified the outer insulation of the lead was {broken//torn} under the {under connector #0 due to overstress/damage.} connector. Product ID: 309328, lot# b0955692k, implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead; product ID: 7489-10, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension; product ID: neu_wrench_acc, serial# unknown, product type: accessory; product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 309328, lot# b0955692k, implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead; product ID: 7489-10, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension; product ID: neu_wrench_acc, serial# unknown, product type: accessory; product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. C63124 was removed as it does not apply to this event. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information. See related manufacturer's report #3004209178-2018-10497.